Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman fxd curve access system (was) and 24 mm watchman flx pro laa closure device (wds) were selected to be used. Access was obtained via right femoral vein and the versacross pigtail wire was advanced through a 10fr sheath. The 10fr sheath was then exchanged for the versacross connect with the was. A transeptal puncture (tsp) was done with transesophageal echocardiography (tee) guidance in the inferior mid location on the septum. The pigtail wire was placed in the left upper pulmonary vein (lupv) to advance the was sheath across the septum, the dilator and wire were removed, leaving the was in the mid atrium. The pigtail catheter advanced across the septum into the laa, and the contrast shot was administrated. A 24 mm watchman flx pro was prepared and advanced into the laa. The first deployment was done meeting position, anchor, size and seal (pass) criteria. The wds was released and reevaluated before removing the was from septum. A final effusion sweep was done after the was sheath was removed and a pericardial effusion was noted posteriorly, that was not noted prior to the procedure. The patient remained hemodynamically stable, the physician decided to perform a pericardiocentesis, 100 cc of blood was removed and re-profuse immediately back to the patient. The effusion was stable, drainage bulb sutured in place and the patient was transferred to the intensive care unit (ICU) for overnight stay. The patient was discharged on (B)(6) 2025 and is expected to fully recover.